Event description:
Customer reported with an issue of an error e227. The issue found at preparation for use . The device was replaced with a similar device. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
The subject device was evaluated. Device evaluation found the customer reported issue of error e227 was not able to be duplicated however error code e224 was observed on the screen and found to be due to faulty cable. Service noted faulty cable was observed however, the image was present on the device. In addition, the packing cab and rear cover label was faded. Based on evaluation findings, the customer reported issue was not able to be duplicated however an error code e224 was identified found to be due to faulty cable. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty cable could not be identified. Olympus will continue to monitor field performance for this device.